Manufacturer narrative:
The investigation into the pump stop has been completed. Pump was not returned for investigation. Data logs were returned and reviewed. There was a motor current spike observed with the p-level change suggesting biomaterial ingestion. Per the clinical information provided and data logs, the root cause of the pump stop issue was most likely biomaterial.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 67-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported while on impella support the motor current gradually increased and then just prior to failure it spike to >700. The pump stopped, the hospital staff attempted multiple times to restart, but were unsuccessful. Hospital did not try changing consoles. Attending cardiologist instructed intensivist to pull pump back into the descending aorta near ECMO arterial cannula and they will remove impella. Patient was on ECMO and the doctor did not feel the need to re-implant impella.